Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: data not available. Omnipod software app version: data not available. Smartphone operating system: data not available. Smartphone hardware: data not available. Cgm sensor type: data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's mother that the patient developed an infection at the pod¿s insertion site while wearing the device for 48 hours. The symptoms the patient experienced at the infusion site were swelling, a lump, redness, and yellow pus. It was also reported the patient experienced high blood glucose levels; however the reporter could not provide exact results. The pod was removed. The patient was taken to the emergency room and diagnosed with an infection. The patient was treated with unspecified antibiotics via unspecified route. Patient was discharged after 4 hours. A new pod was successfully placed.